Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm during self-test. The customer¿s blood glucose was 235 mg/dl. Customer states they was able to successfully clear the alarm. The self-test was performed and it was passed. Customer stated that the self-test was performed twice and both the time they did get pump error alarm. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.